Manufacturer narrative:
Device evaluation of electrode belt. Has been completed. The reported problem (delivers test below lower limit) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The cause for the failure was isolated to a defective u7247, u728 and u708 on the distribution node pca. The root cause for the damaged components could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned a belt delivers pulse below lower limit.